Event description:
It was reported on (B)(6) 2013 that a 12 hole 4.5mm variable angle curved right condylar plate was broken. The patient had a right long striker gamma nail implanted into the proximal femur, in the distal supra condylar region of the femur. The 12 hole 4.5mm variable angle curved right condylar plate (part number (B)(4)/lot number 8235429), 21 unknown screws, and 2 locking attachment plates were removed by the surgeon on an unknown date. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Event description:
The removal of a broken 12 hole 4.5mm variable angle curved right condylar plate that resulted in non-union as well as unknown screw and items in conjunction was reported. The surgeon also removed 2 locking attachments plates, synthes 1.7mm cables, (1) 5.0 cannulated conical screw, (7)3.5 mm locking screws, (3)4.5mm cortex screws, (6)5.0mm locking screws and (3) threaded cerclage positioning pins for the cables. The sc reported that the patient had right long striker gamma nail implanted into the proximal femur, in the distal supra condylar region of the femur. The patient also had two femoral struts implanted at the fracture site from the original surgery to augment the loss of bone in the distal femur. Surgeon reduced the fracture and replated the distal femur.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant, explant dates: unknown placeholder.

Manufacturer narrative:
Patient identifier added. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device history record review was not able to be completed. The reported part/lot number is not a synthes part/lot number. Additional patient information, patient (B)(6).

Event description:
A broken 12 hole 4.5mm variable angle curbed right condylar plate as well as unknown screw and items in conjunction were removed. The surgeon also removed 2 locking attachments plates, synthes 1.7mm cables (1) 5.0 cannulated conical screw, (7)3.5 mm locking screws, (3)4.5mm cortex screws, (6)5.0mm locking screws and (3) threaded ( ) for the cables. Update (B)(6) /2014 it was reported that the patient had right long striker gamma nail implanted into the proximal femur, in the distal supra condylar region of the femur. The patient had two femoral struts implanted at the fracture site from the original surgery to augment the loss of bone in the distal femur. Surgeon reduced the fracture and replated the distal femur.